Event description:
Additional information received reported that there was not a problem with the device. It looked as if the healthcare provider pulled the catheter. They tried to remove the deflection of the catheter. The healthcare provider said the pipeline slipped and they felt resistance when pulling the sleeve in order to store the pipeline in the phenom27.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pushwire was returned within phenom catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, the sleeves and tip coil were deployed from catheter distal tip. No bent or kin was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield were found to be opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the pushwire was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance as no defect was found with returned pipeline flex shield pushwire and phenom 27 catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline fell to the proximal side and was unable to be pushed or pulled the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right ic-para aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 5.6 mm and neck diameter 2.6 mm. Blood vessel diameter in the landing zone: distal side 3.75 mm and proximal side 3.65 mm. The degree of the vessel tortuosity was ordinary. After placing phenom27 in m2, the corresponding pipeline was deployed. The opening was good. Resheath the pipeline with the tip opened a little bit inside the phenom 27 and lower the phenom 27 to the position of the ic-pc at the landing start. Re-deployment was initiated, and the pipeline was placed. The opening was good and the tip of the pipeline was also closely attached to the distal blood vessel, and it seemed to be anchoring. It was slightly deployed to the side of the greater curvature after passing the oph, but there was no problem. Subsequently, the pipeline suddenly fell to the proximal side and the distal was re-take. The system was pulled suddenly, to get rid of the slack in the front, but since then the pipeline bumper has come off, making it impossible to push or pull the wire. As push and pull were not possible, it was determined that the bumper had come off after consulting with the physician. Phenom plus was covered, phenom 27 was removed, and another new phenom 27 and the pipelinewere placed to successfully complete the procedure. Dapt (dual antiplatelet treatment) was administered (pru was within normal range, 170). Postoperative findings related to blood flow contrast indicate no issues. There were no patient symptoms or complications associated with this event. Additional information received reported that there was not a problem with the device. It looked as if the healthcare provider pulled the catheter. They tried to remove the deflection of the catheter. The healthcare provider said the pipeline slipped and they felt resistance when pulling the sleeve in order to store the pipeline in the phenom27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pushwire was returned within phenom catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, the sleeves and tip coil were deployed from catheter distal tip. No bent or kin was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield were found to be opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the pushwire was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance as no defect was found with returned pipeline flex shield pushwire and phenom 27 catheter. No resistance was observed during testing. In addition, the customer's report of movement during deployment could not be confirmed. Possible cause are: vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid, and incorrect braid sizing. However, the customer's report of device open prematurely was confirmed as the pipeline flex shield braid was detached from pushwire. Possible cause are: resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of microcatheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing ped inside microcatheter, and user resheat hs device more than 2 times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.